Manufacturer narrative:
Qn#(B)(4). The device history review for the product hemolok xl clips 6/cart 84/box lot# 73m1800101 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that on ((B)(6)2020 clip was found broken during use on the patient. Clamped on the appendicular stump. Another clip was used.